Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating while charging resulting in the pump shutting down. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method in insulin therapy.